Event description:
The following information was provided: all are missing screws and do not want to pass through the end effectors smoothly, getting caught on the small cutout on the rear non-basket end of the reamer handle.